Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# unknown product type mobile platform. Product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (800 mcg/ml) and bupivacaine (30 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that starting 4 days ago, the patient started having issues. First, they saw a code 156 (application restarting due to system error) on their ptm (personal therapy manager) and since then, when they got a bolus, they felt like it was ¿too much and feels high." Per the reporter, all the settings were the same as the patient¿s previous pump. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that in regard to the boluses feeling like it was too much/feels high, this was not therapy related and the patient was determined to have another issue. There was no device/ptm issue. Actions/interventions taken included the patient discussing with their provider and was determined to be unrelated to the device. Additional information was received from the patient who called repeating the information regarding it taking a long time to deliver a bolus. The patient stated they continue to see error code 156 ((application restarting due to system error) and most of the time it took up to 5 minutes to deliver. The patient stated that it would get stuck on 90% and they had to wait for it to go through. Per the patient, the first few times it went through quick then after that it started getting stuck and taking longer. The patient stated they took 8 boluses per day. The agent reviewed that best practice was to close the app and power off the phone completely after each bolus. The patient also mentioned their handset battery did not hold a charge. The patient stated that ¿for example they just charged the handset to 100% and it's only been one hour, and the battery has already dropped 50%.¿ the agent transferred the patient to hcit (healthcare information technology) for assistance with the handset.